Event description:
A peritoneal registered nurse [(pd)rn] reported to fresenius customer service this pd patient on continuous cyclic pd (ccpd) therapy utilizing the liberty select cycler expired. There was no specific allegation that this event was due to a deficiency or malfunction of any fresenius product(s) or device(s) in the initial reporting. Upon follow up with the patient¿s pdrn, it was reported this patient expired at home on (B)(6) 2025 due to an intracerebral hemorrhage (ich). It was unclear whether the patient was connected to their liberty select cycler on or around the time of death as a patient contact reported to the outpatient clinic that the cycler was unplugged when he was found unresponsive on his bedroom floor. No further information was provided by family to the outpatient clinic concerning this event. It was unknown whether emergency services were activated but it was affirmed that the patient was pronounced deceased in his home with no transport to hospital. It was confirmed that the patient¿s ich and subsequent death were unrelated to ccpd therapy and not due to a deficiency or malfunction of any fresenius product(s) or device(s).

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.  Clinical review: it is unknown whether a temporal relationship exists between ccpd therapy utilizing the liberty select cycler and the patient¿s death. The cause of this patient¿s death can be attributed to an acute ich with no indication this event and his subsequent death were due to a deficiency or malfunction of any fresenius product(s) or device(s) as reported by a medical professional. It is well known the esrd population continues to have significantly higher mortality, and fewer expected years of life when compared to the general population. Therefore, the liberty select cycler can be excluded as a root cause or contributor to this patient¿s adverse event. Based on the available information, there is no specific allegation or objective evidence indicating a fresenius device(s) or product(s) deficiency or malfunction, caused or contributed to the patient¿s adverse events.

Manufacturer narrative:
Additional information provided in d9 and h3. Correction provided in g4. Plant investigation: a visual inspection of the returned cycler exterior showed no signs of physical damage: heater tray damaged (paint). There were no visual indications of dried fluid within the cassette compartment on the pump. There were no visual indications of particulates within the cassette area. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. An (as-received with reduced dwell) simulated treatment was performed and completed. Valve actuation test passed. System air leak test passed. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Event description:
A peritoneal registered nurse [(pd)rn] reported to fresenius customer service this pd patient on continuous cyclic pd (ccpd) therapy utilizing the liberty select cycler expired. There was no specific allegation that this event was due to a deficiency or malfunction of any fresenius product(s) or device(s) in the initial reporting. Upon follow up with the patient¿s pdrn, it was reported this patient expired at home on (B)(6) 2025 due to an intracerebral hemorrhage (ich). It was unclear whether the patient was connected to their liberty select cycler on or around the time of death as a patient contact reported to the outpatient clinic that the cycler was unplugged when he was found unresponsive on his bedroom floor. No further information was provided by family to the outpatient clinic concerning this event. It was unknown whether emergency services were activated but it was affirmed that the patient was pronounced deceased in his home with no transport to hospital. It was confirmed that the patient¿s ich and subsequent death were unrelated to ccpd therapy and not due to a deficiency or malfunction of any fresenius product(s) or device(s).